Manufacturer narrative:
Per tandem¿s user guide: ¿only humalog and novolog have been tested by tandem diabetes care, inc., and found to be compatible for use in the system. It is not intended for use with any other delivery substance.¿ the device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer's blood glucose level was 380 mg/dl. Customer was using fiasp insulin. Reportedly, the customer was able to successfully resume insulin delivery. Tandem technical support educated the customer on using only approved insulin with the pump.